Event description:
It was reported the guidewire could not be advanced through the target vessel. While removing the guidewire, the tip became knotted. Upon withdraw with force, the distal end of the guidewire broke off and was successfully retrieved with a snare. No patient injury reported.

Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the core wire occurred due to overload (conbined tension and torsion). (B)(4).